Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 127 mg/dl. The customer stated that the insulin pump's screen went blank, turned black, then displayed version 1.1 before turning back on as normal. Upon troubleshooting, the display did return but with the same issues that the customer had described. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.